Event description:
It was reported that during lead implant procedure when closing the incision, it was noted that the lead had dislodged. During repositioning, loss of capture was noted, and the helix could not be retracted. The physician could not get the stylet back in the lead for future advancement of the lead. The lead was not used, and a new lead was implanted to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, a helix mechanism issue, and stylet could not be inserted. The reported events for a helix mechanism issue and stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could retract and extend. The measured full helix extension length was within product specification. The cause of the reported events for a helix mechanism issue stylet could not be inserted was due to an overt torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for failure to capture was not confirmed.